Event description:
The facility reported several blood glucose tests on the lifescan meter compared to the lab. The first blood glucose result was 91 mg/dl with a lifescan meter and 316 mg/dl on a laboratory device, performed within 10 minutes of each other. The second blood glucose result was 161 mg/dl with a lifescan meter and 322 mg/dl on a laboratory device, performed within 10 minutes of each other. Between all these tests there was no intervention that would be expected to change the blood glucose.